Event description:
A hospital in (B)(6) reported via a distributor that the mr850 respiratory humidifier had failed while in use with a sipap machine. The hospital reported that the "patient was getting many desaturations and bradycardia". No further information on the patient's status was provided.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier is not expected to be returned to the manufacturer. The complaint mr850 device, along with its temperature probe and heater wire adaptor, were visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the complaint mr850 device, temperature probe, and heater wire adaptor were found to operate within specifications and no damage was found. A lot check revealed no other complaint of this type for lot number 100116. Conclusion: no fault was found with the complaint mr850 device and its accessories (temperature probe and heater wire adaptor) as they passed the calibration and performance testing. Following the testing, the complaint humidifier and its accessories were returned to the hospital.